Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/10/2020. A manufacturing record evaluation was performed for the finished device lot number mmh574-xcw8718, and no non-conformances were identified. H3 investigation summary: two opened boxes with a total of fourteen unopened samples of product code w8718, lot mmh574 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: total 3 foils, 2 in one batch and 1 in the other batch. Note: events reported via mw # 2210968-2019-90811, 2210968-2019-90812 and 2210968-2019-90815.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of devices with suture breakage issue in this single procedure - 3 foils. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? No. If yes, please explain. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of devices of each lot with suture breakage issue in this single procedure. Additional foils reported in mw 2210968-2019-90812 and 2210968-2019-90815.

Event description:
It was reported that the patient underwent a kidney procedure on (B)(6) 2019 and suture was used. Suture breakage while suturing. The procedure was delayed for 10 minutes. An alternative suture was used to successfully complete the procedure. There were no adverse patient consequences reported.